Manufacturer narrative:
An investigation was conducted that included a review of the instrument data. Review of the data concluded that the values obtained on the acl top were appropriately determined by the analyzer and the instrument was performing as intended. While the root case cannot be determined, there are many variables that have the potential to influence the result recoveries. These may include, but not limited to, the accuracy of the reconstitution of the reagents and cleaning materials used, the onboard stability of materials used, reagent and/or sample handling, and sample integrity all of which could have contributed to the generated findings. Based on the above, there was no indication of an instrument malfunction and no remedial action is needed.

Event description:
Customer reported that their acl top cts reported erroneous aptt patient results using hemosil synthasil. Thirteen samples generated erroneous results. One patient was administered an unnecessary bolus of heparin due to the aptt result being lower than expected. All thirteen samples were subsequently corrected and there were no reported serious adverse events.